Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a transsphenoidal surgery, the tip of the cusa clarity 36khz curved extended microtip¿ plus (c7415s) broke at the front end of the tip, about one cm before the end of the tip. It was reported that they did not try to remove bone tissue, but soft tissue. The broken part was removed from the patient; there was no patient injury. There was increased surgery time of 10 minutes.

Manufacturer narrative:
The cusa clarity was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: analysis of the returned tips (2) found that they were both fractured at the distal end. Only one fractured distal piece was received. Root cause - without being present during the surgery, the root cause cannot be definitively determined, however based on evaluation of the tip fractures (they are horizontal fractures), the most likely root cause is contact with a hard surface or with bone, which the cusa clarity IFU warns against as follows: when the handpiece is powered on, contact of the tip with a hard surface (for example: a metal instrument, tray, staples, clips, instruments, and so on) may damage the tip of the handpiece and require replacement before use. Avoid contacting bone with the cusa clarity tips. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.